Event description:
It was reported that during a gastric procedure, the anastomosis tissue could not be cut and only part of the staples came out after firing. Sutures were used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Corrected data: damaged handle.

Manufacturer narrative:
(B)(4). Insufficient weld additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction? What color reload? Surgical knife. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? By hand. Was the spike of the trocar inserted lateral or through the staple line? Unk. What confirmation did the surgeon receive that the anvil was firmly attached? Crunch heard. When the device was fired, where was the indicator within the green zone/gap setting scale? Behind 1/3 of the green zone. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Across. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch and compressed until unable to fire further. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Like normal. Was there any difficulty removing the device from the tissue? Yes. If yes, how many counter-clockwise revolutions were used to open the device? Unk. The sales rep confirmed that no trauma caused on the tissue. Is a pathology specimen and/or report available? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) The anastomosis is unsuccessful. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? Unk. Did a hcp other than the primary surgeon fire the instrument? Primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived with the handle cracked. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. While no conclusion could be reached as to how the damage to the handle occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.